Event description:
It was reported that an alarm related to an occlusion event occurred earlier in the day. The caller did not provide information on whether the customer's blood glucose level exceeded the specified threshold. The customer did not change any infusion sets but repeatedly cleared the error and resumed insulin delivery. Technical support closed the case as additional assistance was not necessary.